Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels above 500 mg/dl. Blood glucose level at the time of the call was 349 mg/dl. The customer reported that the insulin pump was taken through a body scanner about four months prior to the call, but the alarm history only showed bad battery alerts and battery out limits.the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.